Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and one-month post filter deployment, ultrasound doppler venous lower extremity bilateral revealed there was acute deep vein thrombosis affected left femoral veins. Based on duplex criteria, the thrombus appeared to be acute. Also, there was thrombus that affected the left deep femoropopliteal and tibial veins. An inferior vena cava filter was noted in the upper abdomen. Eventually one month and twenty days later, computed tomography angiogram (cta) chest revealed that there was a linear filling defect in the right pulmonary artery that extended into the right descending pulmonary artery compatible with a web of chronic pulmonary embolus. Subsequently two months and twenty-seven days later, ultrasound doppler venous lower extremity left bilateral revealed that affected the left deep iliofemoral, popliteal and calf venous system. Based on duplex criteria, the thrombus appeared to be acute. Also, this study demonstrated thrombus that affected the right and left superficial veins. However, no device deficiencies were identified in the provided medical record. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary emboli. The patient was diagnosed with pulmonary embolism post implant. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.